Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The complainant reported the 59-year-old male patient was on impella cp support due to cardiac arrest. While on support, the patient went into ventricular fibrillation (vf) arrested. Cardio-pulmonary resuscitation (CPR) was required. Pump placement was checked post CPR and was found to be at a left ventricle (lv) measurement of 1.5cm. Pump was advanced 3cm to 96cm but remained shallow and difficult to advance into left ventricle (lv).

Manufacturer narrative:
The investigation for the reported ventricular fibrillation/ventricular tachycardia (vf/vt) has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the vf/vt could not be determined.